Event description:
Rn went to flush line with a prefilled heparin syringe, and met with some resistance. Nurse examined syringe and found that the syringe was filled with air. Nurse immediately notified pharmacy. Route: IV. Dates of use: 2008. Diagnosis or reason for use: to flush line.